Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was not holding pressure and the backlight failed. The event occurred during pm testing and there was no patient involvement associated with the event. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. (B)(4).

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 3000 tourniquet serial number (B)(4). Initial qa inspection of the a.t.s. 3000 tourniquet on (B)(6) 2017 revealed that the pole clamp cover was cracked, the foot pads were cracked, the rear housing was cracked, and the liquid crystal display (lcd) backlight was bad. The device was missing the limb occlusion pressure (lop) reference cards and the power button needed replaced. Repair of the a.t.s. 3000 tourniquet was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the display assembly, rear housing, labels, handle, power button, foot pads, and lop reference cards. A.t.s. 3000 tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device was not holding pressure and the backlight failed¿ was partially confirmed since during the initial inspection it was noted that the liquid crystal display (lcd) backlight was bad. However, it was not noted that the device was not holding pressure. The root cause of the reported event could not be specifically determined with the information that was provided. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. A.t.s. 3000 tourniquet, serial number (B)(4), was repaired, tested and returned to the customer.